Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a damaged air detector. Visual inspection was performed. Replaced the damaged air detector. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a faulty air detector sensor. There was no patient involvement.